Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the ilet screen became unresponsive on a setup step where the user could select ¿yes¿ or ¿no,¿ allowing ¿no¿ to register but then freezing when prompted to press and hold, consistent with a device screen or user interface malfunction; a replacement ilet was shipped and the original was later returned. Symptoms included no adverse clinical effects. Outcomes included no impact to blood glucose, no medical intervention, and continued therapy using backup insulin delivery. Investigation included review of the complaint details and device return logistics and inspection of the returned device. Failure investigation revealed no fault found with the device.